Manufacturer narrative:
Exact age at time of event is unknown. Patient age is between 61 and 70 years old.

Event description:
It was reported that a patient underwent a laparoscopic lithotripsy procedure to break up a stone located in the kidney, s mid pole. The fiber was used for 50 minutes, and during the intraoperative procedure, the patient experienced an allergic reaction and retrograde ejaculation. The patient symptoms were assessed a not related to the device. There was no assessment provided for relationship to the procedure. Boston scientific has been unable to obtain additional information regarding resolution of patient's symptoms despite good faith efforts.

Manufacturer narrative:
Exact age at time of event is unknown. Patient age is between 61 and 70 years old. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient underwent a laparoscopic lithotripsy procedure to break up a stone located in the kidney, s mid pole. The fiber was used for 50 minutes, and during the intraoperative procedure, the patient experienced an allergic reaction and retrograde ejaculation. The patient symptoms were assessed a not related to the device. There was no assessment provided for relationship to the procedure. There were no further patient complications provided.